Manufacturer narrative:
The device was not returned for evaluation along with the received drivers from the incident. The root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
We received a report that two screwdrivers broke when attempting to remove the variable screw. The screw head was cut off using a carbide drill, and the plate was removed.however, the tip of the screw remained embedded in the bone.